Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained rv oversensing was detected via one high ventricular rate episode on a remote transmission. The noise was baseline interference. Programming changes were made and will be monitored. The patient is stable.